Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device passed longevity calculations. The device diagnostic data spreadsheet shows a cell depletion pattern that is similar to other devices that depleted normally. The device passed automated electrical testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was heating up and beeping tones were heard. The device was electively explanted, and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was heating up and beeping tones were heard. The device remains in service. No adverse patient effects were reported.